Manufacturer narrative:
Visual evaluation of the returned unit found minor scratches on the top left side of the cover; otherwise the unit appeared to be in fair physical condition. Functional evaluation found that all knobs and switches appeared to function properly. The unit yielded a high output reading in cut mode but was within specifications in all other modes. The unit was calibrated. All connections inside the unit were checked and wires were manipulated while the power was activated and no problems could be found with the unit. The wire from the footswitch was also manipulated while both power and then irrigation were activated and no problems were found. The reported complaint of 'no power to forceps' could not be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure performed on (B)(6), 2010. According to the complainant, at power up the endostat ii display showed erratic readings and was "all over the place". There was no energy output to the forceps. The forceps, foot pedal and active cord were exchanged, and the issue was unresolved. The procedure was completed with another endostat ii electrosurgical unit. There were no patient complications reported as a result of this event. The complainant confirmed that there were no issues with the other devices used during the procedure.

Manufacturer narrative:
(B)(4) the reported event of erratic display readings.(B)(4) the reported event of generator failure to power-up.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure performed on (B)(6) 2010. According to the complainant, at power up, the endostat ii display showed erratic readings and was "all over the place". There was no energy output to the forceps. The forceps, foot pedal and active cord were exchanged, and the issue was unresolved. The procedure was completed with another endostat ii electrosurgical unit. There were no patient complications reported as a result of this event. The complainant confirmed that there were no issues with the other devices used during the procedure.